Event description:
Customer reported receiving imprecise readings on their freestyle flash blood glucose meter. Customer reported receiving readings 19 mg/dl and 96 mg/dl within 10 minutes. The results when plotted on the parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. It should be noted that the freestyle flash meter will give a "lo" message for any reading less than 20 mg/dl.